Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to place the lead in numerous places at implant, but the thresholds and impedances were too high and inconsistent. The thresholds varied with no evidence of the lead tip moving. The lead was removed and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the distal conductor is distorted at 2.5 cm(spin), damaged at implant attempt. If information is provided in the future, a supplemental report will be issued.